Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. The pdrn could not confirm the cause of the peritonitis and the patient stated they were told the peritonitis was caused by carelessness. The culture result of staphylococcus epidermidis, a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis, suggests some sort of breach in aseptic technique. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques.

Event description:
A peritoneal dialysis (pd) patient reported going to their dialysis clinic with abdominal pain on (B)(6) 2020 and being diagnosed with peritonitis. The patient was told the peritonitis was developed as a result of their carelessness. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient came into the pd clinic with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin 2g every 7 days for 21 days (route not provided). The pd culture results came back positive for staphylococcus epidermidis with a white cell count of 720 (unknown units). The pdrn stated that the cause of the patients peritonitis event is unknown. The patient did not require hospitalization and is continuing to complete pd therapy utilizing a liberty select cycler. The patient currently continues to recover.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed on the cycler and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler weighed fill volume values were within normal tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a valve actuation test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. Fluid was also found clogging the hp2 filter. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.